Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 4076 implantable pacing lead 2008 (B)(6); 6947 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead had high outputs and was not capturing at maximum output. The device was also reported to have early elective replacement indicator. The device was explanted and replaced. The lead was programmed off. No patient complications have been reported as a result of this event.